Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-01196/-01197/-01198).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6), 2006. Subsequently, patient's legal counsel reports patient allegations of pain, swelling, inflammation, dysfunction, damage to surrounding bone and tissue, elevated metal ion levels, loss of range of motion, metal poisoning, metallosis and lack of mobility. Patient underwent a right hip revision procedure on (B)(6), 2013. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted the right hip revision was due to a loose acetabular cup and further noted the presence of clear synovial fluid, a synovial cyst, metallosis, and fibrous tissue. The modular head, taper, adapter, and acetabular cup were removed and replaced.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reports patient allegations of pain, swelling, inflammation, dysfunction, damage to surrounding bone and tissue, elevated metal ion levels, loss of range of motion, metal poisoning, metallosis and lack of mobility. Patient underwent a right hip revision procedure on (B)(6) 2013. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.